Event description:
It was reported that the device charge button was inoperative. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported energy charge failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and was unable to neither confirm nor duplicate the reported failure.